Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that he had a complaint against the infusion set, but he declined to be transferred to technical support. Follow-up was completed with patient on (B)(6) 2011. Patient reported blood glucose would elevate to 300-400 mg/dl range after the infusion headset was in use for 24 hours. Normal blood glucose is 110-160 mg/dl. He would then change the headset, and blood glucose would regulate back to normal for the next 24 hours. Patient reported the headsets would go in at an angle, not straight. There were no issues with the preparation of the infusion set. His infusion sites leaked insulin and the infusion cannulas kinked. The headsets were also very "sticky" and hard to remove. Headsets were inserted manually and with the insertion device depending on the site location. This was an ongoing concern since (B)(6) 2010. No product was requested for evaluation. Request was submitted for replacement product. The patient did not require treatment from a health care professional or second party to address the issue.